Manufacturer narrative:
Initial.

Event description:
It was reported that during setup of a replacement ilet, the user encountered an unable to proceed alert while pressing and holding, with an earlier prompt indicating an incorrect date entry, and the issue was resolved by restarting the device and using new supplies including a new fiasp cartridge, cd steel infusion set, and connector; the system was then paired with the mobile app and the user planned to wait for dexcom g7 readings before entering weight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem, and a mechanical problem was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.